Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a frozen display. The blood glucose level was 150 mg/dl. Customer stated that the screen was not completely blank. Customer stated that the insulin pump did not received failed battery alarm. The products will not return for the analysis.